Manufacturer narrative:
The broken rope was collected and examined; visual traces of abrasion of the rope indicate a wear and tear fraction. Root cause analysis ongoing. Device is and will remain out of service. Technician from the authorised representative in (B)(6) immediately visited the site and locked the device. The rope was collected and the device remains locked for any trainings. Tests to simulate the incident set up at the manufacturer for root cause analysis simulation and endurance tests are currently being performed. (B)(4) technician visits site for further root cause analysis of the incident.

Event description:
At the beginning of the training session, the patient was lifted up by the body weight support system connected to a support rope, support frame and to the harness of the patient. The support rope broke while the patient was at the height of 20cm above the treadmill belt, the patient and harness fell down. The therapist was still assisting the patient during setup and was able to support the patient after the rope broke to prevent the patient from falling. The patient did not suffer any injuries. The patient was secured by the therapist. Device taken out of service. No further medical interventions were necessary for the patient.